Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836. Product ID: 9735736, serial/lot #: (B)(6), ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Testing found the router wasn't communicating with the computer. After a bunch of reboots and disconnecting router and reconnecting it then the system would boot up again. Codes b01, c19, d15 apply. No parts have been returned for analysis. Codes b17, c20, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is reporting no video detected. Then he got a system has detected and issue during start up ( blue screen ) . There was no patient involvement. Troubleshooting included cnt+alt+del- no resolution. Hard reboot x2- no resolution. Monitor buttons are locked. They moved where the system was plugged into and then got a blinking cursor. They did a hard reboot again after the blinking cursor and then the system displayed the blue screen where the system has detected an issue and it will restart. The system restarted on its own and the customer was able to log into the stealth and download patient data. When loading patient data the system became unresponsive but he was downloading about 400 patient images. Pacs may have been giving them an issue in the middle of downloading. System became unresponsive to touch and the mouse. Hard reboot required. White text displayed but would not go anywhere. Cnt+alt+del- nothing happens. Hard reboot again-> blue screen ->blinking cursor -> cntrl alt del-> nothing happens-no signal->hard restart -> moved wall ports-> blinking cursor -> cnt+alt+del-> no resolution. They reseated the hard drive. They got the blue screen and then the log into the stealth-> logged in and received a black screen. Top left hand corner did not have the application menu. Cntrl+alt+del-> nothing happens. Hard restart ( unplugged all not needed external cords) - > did not unplug from wall this time like all the above times - logged into admin this time checked self test everything that should be green was green. Logged out and then into stealth user-> successful . They were going to download a patient since last time the system froze when downloading a patient . Selected standard fess and the circle that loads to move forward "froze". Hard restart just starts the cycle over again above of blinking cursor. After replacing the ssd and was experiencing the same complaint. They put back the old ssd. Upon boot up, the system was starting up with the bios screen and not moving past that. They did a hard shut down system and unplug from wall power. They rebooted system with the same outcome. They removed back covers and check lights on ups (all good) and connections on the back of the computer. The connection from the router to the computer was not green on the computer. They unplugged that connection and restart system. The system then past the bios log on screen to the log in screen. They then plugged back in the ethernet connection that he had unplugged (from the router to the back of the computer) and he was able to successfully log in. The light on the computer for the router connection was now showing green and communicating. They tried multiple reboots and system always booted up properly. They were able to log onto the application. They were unable to test pacs as the site is a push only site. They left it that the site will try sending from pacs when they get in and test the system as well. They will follow up after testing. At this time, no additional parts will be sent out until testing is complete.

Manufacturer narrative:
H3, h6: a software analysis was conducted. Analysis concluded no faults were found. In a related event, the computer was replaced and returned which confirmed a failed graphics card, which appeared to be a hardware issue, not related to software. Previously reported codes, b01 and d14, are applicable as well as newly reported code, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.